Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and confirmed that the reported phenomenon was not duplicated. It was found the ccd unit failure of the subject device which made the noisy and foggy image. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was black intermittently during the unspecified procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus korea, omsc surmised there was the possibility this phenomenon was attributed to following possibilities and causes; it was probable that something was wrong with the ccd unit or ccd cable, but it cannot be identified. With confirming the former similar cases have been reported at other facilities, and it has been reported that the cause might have been a disconnection or short circuit in the electrical signal line of the ccd unit. According to the photograph attached in olympus korea report, it has been confirmed that the image of the device becomes magenta. This is an event that occurs when an abnormality occurs in the ccd cable or electrical signal on the control side, and it can be inferred that at least some abnormality has occurred in the ccd unit on the control side. -since wrinkles of the universal cord were confirmed in the subject device, it was possible that the universal cord was excessively bent or handled in a small loop state. At this time, it was possible that the ccd cable was disconnected due to strong tensile stress. In addition, since foggy image was also confirmed in the subject device, it was possible that the ccd and lens were damaged due to some strong external stress applied to the ccd unit at the distal end. However, no obvious damage has been confirmed at the distal end, and it was not possible to identify what kind of external stress was specifically applied. -in addition, it was possible that the ccd or assembled components were damaged due to some overcurrent, but it could not be identified. If additional information becomes available, this report will be supplemented.